Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the touchscreen is damaged and is inoperable. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The customer's biomed reported that the v60 has been repaired. The touchscreen was replaced. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.